Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient saw a known error code on the patient programmer (pp), which the patient looked up in the icon manual and stated it was the call manufacturer icon, and not the call you healthcare provider (hcp) icon. The manufacturer representative (rep) had told the hcp that they had to come in to turn the implantable neurostimulator (ins) on and program it as it could not be done with the pp. The rep never showed for the programming session. The ins was reported to be turned off and could not be turned on using the pp. No patient symptoms reported. The representative reported on (B)(6) 2016 later that the health care provider used a bovie near the ins when he revised the pocket. It set the implant back to factory settings. Patient's battery was reprogrammed using clinician programmer. The error code has been resolved and the device turned on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.